Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 20 mg/dl. The patient ate 25 grams of carbs and her blood glucose increased to the 200 mg/dl range within an hour. The insulin pump was not returned for analysis.